Manufacturer narrative:
Findings: pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. No delivery anomaly was noted. Unit passed the dat test. Pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 509 mg/dl. The customer treated their blood glucose levels with manual injections. The customer returned the product for analysis.